Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit's ECG trigger was not operating as expected. Customer called reporting some issues with the ECG trigger. They had recently placed a temporary bi-ventricular pacemaker for the patient. Since that time, there has been issues with the ECG triggering appropriately. They switched over the therapy from the cs300 to a cardiosave and triggering of the ECG is working as expected and appropriate. They stated the they were not receiving a good ECG trigger signal. There was no patient harm.

Manufacturer narrative:
A getinge field service engineer (fse) spoke with the user about coming in and inspecting the unit. The fse will inspect the unit once its made available. The unit had been in use on a patient for 5 weeks since the initial call. At this time, the customer has not requested for getinge to evaluate the unit as the customer did not make unit available. A supplemental report will be submitted if additional information is provided. H3 other text : not returned to manufacturer.

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit's ECG trigger was not operating as expected. (B)(6) called reporting some issues with the ECG trigger. They had recently placed a temporary bi-ventricular pacemaker for the patient. Since that time, there has been issues with the ECG triggering appropriately. They switched over the therapy from the cs300 to a cardiosave and triggering of the ECG is working as expected and appropriate. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.